Event description:
The customer reported an unexpected shutdown. There was no report of patient impact.

Manufacturer narrative:
(B)(4). A philips field service engineer went to the customer site and verified the failure. Replacement of the battery pca resolved the failure. The unit passed all post-servicing testing and remains at the customer site.